Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump which experienced a freeflow was not confirmed nor duplicated during product evaluation. Pump delivery tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition.

Event description:
It was reported that implant of the atrial lead was difficult, and the patient was in atrial fibrillation during the case. By the next day, the patient was in sinus rhythm, and the lead did not test properly. There was far field r-waves, undersensing, and the ventricle was paced at times. The day following implant, the lead was removed and replaced because of the patient's anatomy. No patient complications have been reported as a result of this event.

Event description:
The facility reported a flo-gard infusion pump which experienced a free flow during an infusion on a male patient in the facility's medical/surgical care area. The pump had started to infuse a therapy of a "plain" fluid at 100ml/hr when the nurse noticed the pump was free flowing and had bolused 150ml into the patient. The infusion was stopped by the nurse and the free flow was halted. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.